Manufacturer narrative:
Further information is not available, because we do not have contact information. The event of alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Patient representative reported the patient worried about the risks they face with biocell textured breast implants and bia-alcl. The patient suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship due to the continuous fear of bia-alcl returning and aftermath from the suffering of bia-alcl. Pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. The patient underwent a removal of their potentially cancer causing breast implant in the left side.